Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease flat, and fluids. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identify a striated(edge) opening, consistent with use of a surgical tool. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated(edge) opening on anterior side due to surgical damage.

Event description:
Device was explanted.